Event description:
Additional information was received on 02 feb 2024: using a 6 fr sheath. Issue with angio-seal was caught during prep of device outside of patient body. An angiogram is always taken prior to using angio-seal device to determine appropriate use. Hemostasis was achieved by manual compression. Patient was in stable condition.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The alleged malfunction and failure are confirmed to be related to corrective and preventative action (CAPA) and the lot number provided falls under the scope of the CAPA investigation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and packaging. The sheath was confirmed to have been manufactured in terumo puerto rico and cap was confirmed to have been manufactured in tmc elkton. The device was visually inspected and found to have been in used condition. Upon visual and microscopic inspection, the mating features of the locator were found to be deformed. The mating area on the cap was found to have no damage. Upon visual inspection however, the parting line geometry in the thru hole was slightly different from previously manufactured caps from a different vendor. Due to plastic deformation on both parts as function of use, no dimensional measurements were able to be accurately taken. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times and the locator sheath connection was found to be loose. Component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue with likely root cause stemming from the manufacturing process. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device dilator would not click into the angio-seal sheath. Procedure and blood loss are unknown. The event occurred intra-operative. There was no reported blood loss. The patient was not injured during the event and medical/surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.